Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels of 46 mg/dl. The customers current blood glucose level was 190 mg/dl at the time. Customer has stated she has had seizures in the past, but only reported hypoglycemia while the low blood glucose was being treated it with food. Customer has been experiencing lows since (B)(6) 2016, but was not hospitalized for this case. Customer was advised to disconnect during the rewind/prime sequence. Customer was advised to contact the healthcare provider about the causes of low blood sugar. Customer was advised a replacement insulin pump will be shipped. The insulin pump will not be returned for analysis.